Event description:
Healthcare professional reported patient was injected with 1 ml of unspecified juvéderm® volift¿ in the nasolabial fold and marionette lines. A touch-up injection of 1 ml of unspecified juvéderm® volift¿ was performed 10 days after initial injection. Patient experienced ¿stiffness, bruising and granuloma 2 months later¿. ¿massage and arnica montana cream were applied for treatment. The events did not recover, and the patient applied to physician again 1 month later. Collagenase was applied to patient and after this granuloma recovered however the filler disappeared.¿ symptoms resolved 5 months after onset.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "bruise", "stiffness", and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of unspecified juvéderm® volift¿ in the nasolabial fold and marionette lines. A touch-up injection of 1 ml of unspecified juvéderm® volift¿ was performed 10 days after initial injection. Patient experienced ¿stiffness, bruising and granuloma 2 months later¿. ¿massage and arnica montana cream were applied for treatment. The events did not recover, and the patient applied to physician again 1 month later. Collagenase was applied to patient and after this granuloma recovered however the filler disappeared.¿ symptoms resolved 5 months after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00202 (allergan complaint # (B)(4)). This is the first MDR submitted for the first injection of suspect product, unspecified juvéderm® volift¿.